Manufacturer narrative:
(B)(4). According to the complainant, the device is implanted in the patient and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a spaceoar system was used for a spaceoar procedure performed on (B)(6) 2018. Reportedly, there were no issues during the spaceoar placement. The procedure was performed under anesthesia with catheters in place, which decreased visibility. Scans done post-placement confirmed spaceoar was not misplaced and there were no confirmed punctures. The patient received brachytherapy seeds during the spaceoar placement and received radiation therapy as planned. According to the complainant, the patient presented with increasing pain and underwent a colonoscopy on (B)(6) 2019. During the colonoscopy, a rectal fistula was found. The fistula was located between the rectum and the perirectal space where spaceoar was located. Reportedly, some gel was still present in the space. The patient was sent to MRI on (B)(6) 2019 due to worsening pain. The patient is currently receiving hyperbaric oxygen therapy to treat the fistula, and may have to have a stoma created. In the physician's assessment, spaceoar likely did not cause the fistula but may be complicating its healing. According to the physician, it was possible that a brachytherapy seed slipped and punctured during the spaceoar placement procedure.